Event description:
It was reported that, during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the tip of the fiber separated during laser irradiation. No fragments remained in the body. The procedure was completed using another fiber. No patient complications were reported.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the tip of the fiber separated during laser irradiation. No fragments remained in the body. The procedure was completed using another fiber. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic examination of the fiber identified the exposed glass tip was detached and not returned; therefore, the level of devitrification could not be determined. The observed condition of the fiber tip/cap is likely due to excessive cap wear occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap detachment. Based on analysis results of the fiber, the reported allegation was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.